Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: it's not that the user complains about our product, but we received this report from the officer of kanagawa p refectural police, as follows: a patient with a placed 2-lumen central venous catheter was receiving infusion. While the nurse was pushing his/her wheelchair, the infusion line got caught in the wheelchair and was torn off. The nurse responded by sealing the damaged part with a clamp (after about 3 minutes), and observed the patient's condition, but his/her condition worsened, and he/she died. The cause of death was air embolism. Additional information was requested.

Event description:
It was reported that: it's not that the user complains about our product, but we received this report from the officer of kanagawa prefectural police, as follows: a patient with a placed 2-lumen central venous catheter was receiving infusion. While the nurse was pushing his/her wheelchair, the infusion line got caught in the wheelchair and was torn off. The nurse responded by sealing the damaged part with a clamp (after about 3 minutes), and observed the patient's condition, but his/her condition worsened, and he/she died. The cause of death was air embolism. Additional information was requested.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.